Event description:
It was reported that the insulin pump alarmed button error and buttons were unresponsive. Customer's blood glucose was 198 mg/dl. Customer stated that she went clear the button error alarm and buttons were froze and unresponsive. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. Customer stated she will start using the other insulin pump she had. Customer stated that she had two insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.